Manufacturer narrative:
Qn#(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73d1900095 was manufactured on 04/02/2019 a total of(B)(4) pieces. Lot was released on 04/10/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with a broken clip and one intact clip remaining in it. The broken clip was removed from the cartridge and it was found broken in half at the hinge. The sample appears used as there is biological material present on the cartridge and the clips. Reference file anp1900074092 for investigation photos. Functional inspection was performed on the returned intact clip in the cartridge. A lab inventory clip applier was used. The clip was able to load properly into the jaws of the applier and was successfully applied to over-stressed surgical tubing. No functional issues were found with the returned intact clip in the cartridge. However, one of the clips in cartridge was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file anp1900074092 for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The clip was broken in half at the hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. One cartridge was returned with a clip broken in half at the hinge and an intact clip. Upon functional inspection, the intact clip was able to load properly into the jaws of a lab inventory applier and was successfully applied to over-stressed surgical tubing. However, the clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
It was reported that some clips got broken at loading during a laparoscopic cholecystectomy. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that some clips got broken at loading during a laparoscopic cholecystectomy. Therefore, a new package was opened to complete the operation. No clip fell/remained in the patient.